Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection revealed that the door was broken and the switch knob was missing. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.